Event description:
It was reported that the er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip dropped, the clip did not fall into the pt. There was no consequence to the pt. 3/12/98 add'l info from affiliate. Some clips worked properly, so no specific treatment was done.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was rturned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated.